Event description:
Related manufacturer report number: 3006705815-2019-01769. It was reported that the patient experienced ineffective therapy. X-rays confirmed that one lead migrated. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Post-operatively, effective therapy was restored. It is unknown which lead is liable so both leads are reported.